Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 18.8 mmol/l (338.4 mg/dl) - and ketones were 4.4 - while wearing the pod for 72 hours. Symptoms reported include hyperglycemia, confusion nausea and trouble walking. The patient removed the pod prior to going to the hospital and when removed the cannula appeared bent. The patient was treated with intravenous fluids. The patient was discharged after 11 hours. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.